Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/power switch was not functioning properly. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following details captured were missed to capture in the previous report. The correct data for the required sections were updated or corrected in this report. In section d: device avail. For eval and date returned were corrected or updated.